Manufacturer narrative:
The insulin pump passed displacement test. However, the device alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The device had minor scratches on lcd window and reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's drive support cap was sticking out of the insulin pump. Insulin was squirting out and the customer received a compromised force sensor system alarm. His blood glucose level was 350 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.